Manufacturer narrative:
Event dat e is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was unable to maintain 24 hours of therapy due to ipg exhibiting recharge burden. Patient has been experiencing gradual increase in recharge burden from (B)(6) of 2020. As a result patient underwent surgical intervention wherein the ipg was replaced and reportedly effective therapy was restored.